Manufacturer narrative:
The device was returned to olympus and is currently pending investigation. The cause for the reported event cannot be determined at this time.

Event description:
The service center was informed that during preparation for use, the device image was flickering. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The unit was returned to the service center for evaluation. A visual inspection was performed on the returned device and found a minor kink in cable but not affecting functionality. The unit passed all functional and leak tests. The customer¿s complaint of ¿flickering image¿ was not confirmed, as the image appeared normal. The legal manufacturer states that the most likely cause for the reported event is are follows: (an abnormality such as image distortion is likely a faulty cable unit or connector board unit.) · cable indentation, twist, · malfunction of the cable unit, · malfunction connector board unit, · malfunction ccd unit". A DHR review was performed and no abnormalities were noted.